Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) thresholds increased to high levels following implant. Reprogramming options were discussed and the leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high thresholds resulted in premature battery depletion. The early battery depletion resulted in a failure to capture and pace. The patient lost consciousness, fell, hit their head which resulted in lacerations and bruising.